Event description:
Email received from coram nurse manager stating I was made aware that there was an issue during pt's infusion yesterday ((B)(6) 2021). Nurse reviewed program prior to administration and found it to be accurate, 2.5 hours into infusion it was noted that medication had completely infused. Her infusion generally lasts a little over 4 hours. When reviewing the pump setting after the dose had been administered, there were several inconsistencies with the pump. Patient is stable and pharmacy, prescriber, and naglazyme rep were all notified. Serial number and expiration date unknown pump program checkx2 prior to infusing; 2.5 hours into infusion, pump alarmed and bag was dry. Pump program was checked and found to have the following: the first of three programs had disappeared. The keep vain open rate was at 0. The lock was off. When the pump was turned off and back on, the entire program disappeared. Indication: other mucopolysaccharidoses. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6)/caremark by health professional.